Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5019673, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2218-50, serial number: (B)(6), batch/lot number: 5019715, model/catalog description: linear st lead kit 50 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318, serial number: (B)(6), batch/lot number: 21606703, model/catalog description: clik x anchor sterile kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system explant procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.